Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of the cutting wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. And an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, a definitive root cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the cutting knife wire of the single-use, 2-lumen sphincterotome had melted at the insulating coating section. No patient was involved.